Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed distal end detachment could not be determined, however, the issue was likely the result of component failure as the result of excessive stress due to handling or wear due to repetitive use stress. Additionally, a definitive root cause of the observed corrosion around the device objective lens could not be determined, however, the issue was likely due to insufficient device cleaning/reprocessing, wear/degradation due to repetitive use and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the cysto-nephro videoscope was found to exhibit a detachment of the device distal end and corrosion around the objective lens. There was no patient involvement, and no harm was reported as a result of the event.